Manufacturer narrative:
Additional information obtained via direct conversation with patient via phone on (B)(6) 2017. Patient & nbsp;stated that he is doing well, he did everything he was supposed to, he didn¿t take any additional medications, and that his inr levels where normal. He also stated that since they adjusted his coumadin, he has been good. Multiple attempt made to obtain additional information to no success. Onxace 21 serial number (B)(4) was implanted on (B)(6) 2016 in the mitral position of a (B)(6) year old male who reported symptoms consistent with a transit ischemic attack (tia) approximately one year postoperatively. All information related to the complaint is exclusively from the patient. There is no corroborating documentation from the medical community. The patient reports blurred vision while playing golf. After a visit to his eye doctor, ¿he went to the hospital, had an MRI/tee that showed a small clot around the valve.¿ the patient claims he was complaint with his anticoagulation therapy (which was not disclosed) and that an adjustment to it (increased inr) during a hospital stay has resulted in no further problems, stating he feels fine and is back to full activity. Taking the patient at his word, this is most likely a tia with a potential acute thrombosis resolved by antithrombotic therapy and increase chronic inr. Thromboembolism and thrombosis are rare, but expected complications associated with prosthetic mechanical heart valves. Historically, te is reported to occur in rigid valves at a rate of 3% per patient-year while thrombosis is reported at 0.8% per patient-year. Root cause has been determined to be transient ischemic attack with potential acute non-obstructive thrombosis. Episode resolved with antithrombotic therapy and increased chronic inr. No further action is warranted at this time. Device was not returned to manufacturer. The manufacturing records for the, onxace-21, serial number (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. No non-conformances or deviations were noted. No further action is required. Manufacturing records report an acceptable product meeting all specification criteria. Due to the valve meeting all manufacturing specifications and the available information suggesting patient complications. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
While playing golf, [the patient] experienced blurry vision. He went to eye doctor the next day to check his vision. The report showed his peripheral vision wasn't working correctly. He went to the hospital, had an MRI/ tee that showed a small clot around the valve. During hospital visit, his coumadin levels were adjusted higher and now he feels fine and is back at work and playing competitive tennis. Patient stated that he is doing well, he did everything he was supposed to, he didn¿t take any additional medications, and that his inr levels where normal. He also stated that since they adjusted his coumadin, he has been good.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
While playing golf, [the patient] experienced blurry vision. He went to eye doctor the next day to check his vision. The report showed his peripheral vision wasn't working correctly. He went to the hospital, had an MRI/ tee that showed a small clot around the valve. During hospital visit, his coumadin levels were adjusted higher and now he feels fine and is back at work and playing competitive tennis.